Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited oversensing noise led to pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.